Event description:
The customer reported that during xray, the screen freezes. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep checked the tv chain and repaired the system. The system operates as intended.